Event description:
The surgeon inserted the aa4203tl silicone single piece lens and the lens tore during insertion. The lens was cut out of the eye to remove and there was no patient injury. The reporter stated the lens was loaded into the wrong injection system.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with toric (elastic). (B)(4). Results: visual inspection of the returned lens showed half of the lens was missing and there was a clear surgical residue on lens. Claim# (B)(4).